Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was relocated due to an unknown reason. The ipg remains implanted and the patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was relocated due to an unknown reason. The ipg remains implanted and the patient was doing well postoperatively. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent another revision procedure wherein the ipg was moved back to its original location and remains implanted. The patient was doing well postoperatively.